Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found one battery cell was vented. It was reported that the power handle was not charged. The reported issue was confirmed. The most likely cause was traced to a component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The observed vented battery was determined to be from battery degradation. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Internal process improvements have been initiated to mitigate this issue. Visual inspection noted the cell over voltage (cov) failure bit had been tripped due to the cell being over 4300 mv for 2 seconds. This failure will result in the handle being unresponsive. The most likely cause for cov was not established and was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition not related to the reported condition: corrupt sd card. Analysis of the handle noted that the microsd card was corrupted. This was confirmed based on log files. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. This condition would result in the handle being unable to enter firing mode pre-operatively. The most likely cause for this condition is a component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, while on the charger, the handle had been in charge for many hours but failed to charge or turn on. The light blinked green and went to red. The handle still failed to charge when it was tried at several different charging points and on three different chargers. It was noted that the charger was able to charge a different handle. There was no patient involvement. Medtronic's initial evaluation of the incident device found that one battery cell was found to be vented.